Event description:
As reported for this event by the customer, during a therapeutic laparoscopic appendectomy the device yielded no image. The procedure was completed with another similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
There are two events reported for this device for the same issue. These events are captured in medwatches with patient identifiers (B)(6) (event date (B)(6) 2022) and (B)(6) (event date (B)(6) 2022). This medwatch is for the patient identifier (B)(6). The device evaluation will be performed in the medwatch with patient identifier (B)(6). The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information. Patient details for the intended procedure are not known.

Event description:
Addendum sep 13, 2022: event occurred during preparation for use. At the time of inspection device had no image. There was no delay for the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified as the event was unable to be reproduced. It is likely that the communication status became temporarily unstable. Alternatively, it is also likely that foreign matter adhered to the electrical contact on the system side, causing the communication with the endoscope to become unstable. Additionally, the device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.